Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by thermal damage. Two devices were found to be within specification for the reported event. One device is available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. Four reported events had no patient involvement; no patient impact. One reported event had patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by thermal damage and leaking electrolytes. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 5 malfunction events, in which the device overheated. Four (4) reported events had no patient involvement; no patient impact. One (1) reported event had patient involvement with no patient impact.